Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels well and does not require medical attention. The customer's expected blood results are 130mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. The customer was unable to access meter memory because the meter would not power on. The customer stated concerned over results he feel were in the 250mg/dl's. No adverse event reported.